Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s insertable cardiac monitor relayed several pause episodes via merln.net. The possibility of lost contact was discussed. The patient will continue to be monitored, and encouraged to store symptom episodes as needed.